Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with an unspecified mentor texture saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed during a physical exam. As a result, the patient underwent explantation on (B)(6), 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the device date of explantation. The device date of explantation has been updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 26, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline implants textured 300cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring less than 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).